Event description:
This report is being filed in accordance with the safe medical device act of 1990 as amended in 1992, in public law 002-300 and as published in the federal register 12/11/95, and by submission is not to be interpreted as an admission of negligence or fault on the part of any person or entity. Catheter used as a stent after dilatation of the cervix. Migrated out a previously unknwon performance necessitating surgical removal from the abdominal cavity.